Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The customer reported via phone call that they were dispatched to emergency medical services on an unknown date due to low blood glucose. Customer was rushed to the hospital due to a suicidal event and customer's blood glucose was 28 mg/dl and the current blood glucose was 185 mg/dl. Customer treated low blood glucos with glucose and high blood glucose with manual injection, and magnesium and dehydration treatment. Customer did not stated any symptoms related to low blood glucose. Customer was not using the insulin pump system within 48 hours of reported low blood glucose event. Customer stated that they were not using he insulin pump due to suicidal thoughts. Customer stated that they had a history of overdose of insulin delivery and they had to remove the insulin pump right before she was admitted to the hospital. It was unknown if the auto mode feature was active or not at the time of incident. No further patient complications were reported. Troubleshooting was performed. The device will not be returned for the analysis.

Event description:
Please see (B)(4) for the documentation of the high blood glucose mentioned in current case. Current case is for the documentation of the low blood glucose on (B)(6) 2022. Customer reported being rushed to the hospital by paramedics due to suicidal event (customer burned herself) on (B)(6) 2022. However, right before customer was rushed to the hospital, her blood sugar was high. Customer's spouse gave insulin by manual injection. Pump was removed due to customer's history of insulin overdose. After being admitted, customer's blood glucose went low to 28mg/dl. Customer was treated with intravenous glucose, magnesium and dehydration treatment. During troubleshooting, the time on the pump was found to be incorrect. Customer was able to correct it during the call. Pump was used at the time of the high. Pump was not used at the time of the low. Per customer, auto mode was not used at the time of the low. It was unknown if auto mode was used at the time of the high. It was unknown if sensor was used at the time of the high. Sensor was likely not used at the time of the low.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.